Event description:
Litigation alleges that the patient suffered from severe pain and discomfort and metallosis in both hips. It was also alleged that the patient suffered from synovitis in the left hip. Bilateral.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/14/2012¿ pfs and medical records received. After review of the medical records, both revision operative note confirmed metallosis. The cup on the right side was also removed due to anteversion, so it is now being reported. The cup on the left side was also removed, but there no mention of loosening or malpositioning. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - (B)(4) was a bilateral patient. The left hip has now been transferred into (B)(4), while the right hip has been transferred into (B)(4). Litigation alleges that the patient suffered from severe pain and discomfort and metallosis in both hips. It was also alleged that the patient suffered from synovitis in the left hip. Update: 11/14/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Bilateral doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip), doi: (B)(6) 2010 - dor: (B)(6) 2011 (left hip), september 9, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Update 28 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. In addition to what previously alleged, ppf alleges metal wear, metallosis and elevated metal ions however there is no values of laboratory. Added stem. Doi: (B)(6) 2010; dor: (B)(6) 2011; (left hip).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause, the need for corrective action was not indicated.